Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set issue on (B)(6) 2026. The patient experienced pain and redness at site and was prescribed antibiotics for treatment. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.